Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) laboratory produced higher results than what customer obtained. Dilution test results showed a possibility for interference since the test was not linear. Heterophile analysis showed the presence of interfering substances. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged discrepant thyroid-stimulating hormone (tsh) results, for multiple pts, involving unicel dxi 800 access immunoassay system. This report refers to pt number twelve. The result was discordant to alternate methodologies. The result in question was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the pts' samples for further analysis.